Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that the ran the unit and found moisture in the lines. Fse cleared out moisture and could not find any further issues. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Should have read (B)(6), but only the first name was inserted due to the contents exceeding maximum characters.

Event description:
Registered nurse called and reported they have had a low vacuum alarm since yesterday but the alarm is increasing with the frequency while in use on patient. Company representative suggested her to switch the intra-aortic balloon pump (iabp) with the another one and tag the iabp with low vacuum pump and send it to biomed. However, no patient injury or harm reported.